Manufacturer narrative:
The history record for the lot number provided will be reviewed. Return of the device for investigation has been requested. If the device is returned a failure investigation will be performed; if significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The report received stated that when the user tried to expel air with the syringe to replace the tube, the inflation line fell off the pilot balloon. This occurred 14 days after the beginning of use. The prior to use inspection had been done. The pt required recannulation with an unspecified tube.